Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified calcified access site was attempted using two prostyle devices. Reportedly, an unknown failure occurred with both devices due to the extreme calcification. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.